Event description:
A non-critial pt was connected to the device through a 3-lead pt monitoring cable. Reportedly, it was observed that the device display of pt ECG was "railing" artifact. There were no adverse affects to the pt resulting from the reported event.